Event description:
"S/p b subgl infra gels (? Size/type/MFR-no records) for involutional ptosis. These developed severe encaps so had 2nd pain, and for same reason, a 3rd pain. Because of recurrent severe painful encapsulation, a fh of breast ca and h/o cystic mastopexy. Had b mastx's expander reconstruction and later that year a mastopexy. Pt c/o rec contracture on r, occ painful with a "double breast" deformity which prevents her from wearing bras or light clothing. She also c/o wide ugly scars and l lat fullness. Desires correction. The pt also has systemic sx's which include arthralgias (+ am stiffness)/myalgias, dysesthesias, fatigue, sleep disturb, ha's, memory probs, sicca, rashes, sens sun/cold, cough, cp, choking sens, and gu disturb. Pt is otherwise healthy."